Event description:
On february 23, 2006 the lay user/reporter contacted lifescan alleging that the one touch ultra was reading inaccurately high. The medical affairs specialist sent a letter on march 1, 2006 since the patient cannot be reached by telephone. On february 23, 2006 (10:10am), the patient became unresponsive and had a seizure. While experiencing the symptoms, the patient got meter readings of "348, 371, and 348 mg/dl," (times unk) performed greater than 30 minutes apart from each other. Following the use of the meter, the patient did not receive any treatment until the emergency services were contacted. The patient go "30 mg/dl" on the emergency service's meter and then received glucose treatment. The customer care advocate verified that the meter was set to the correct unit of measure and the patient was properly cleaning the puncture site prior to testing. The meter, test strips, and control solution were replaced. It would be helpful to know the following: the time/date of the reported meter results, when the patient developed the symptoms, and if the patient made any adjustments to her diabetes management based on her meter readings. The cca discovered that the meter was miscoded, the test strips were stored improperly, and the patient was incorrectly applying the blood. However, the patient obtained relatively high meter readings. The patient was hypoglycemic and required glucose treatment from the emergency services.